Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI:(B)(4). Reporter is a j&j sales representative. Investigation summary: the complaint device was received and evaluated. Upon visual inspection, it could be observed that the inserter shaft is not deformed or bent, the inserter tip is in good condition, no structural anomalies were found. The anchor is broken. Rests of biological matter can be observed on the anchor. A manufacturing record evaluation was performed for the finished device 8l09690 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause for the broken anchor can be attributed to procedural variables, such handling of the device or product interaction during procedure; axial misalignment or bending force was applied, as per IFU; axial misalignment or levering with the anchor upon insertion may result in anchor fracture. Do not apply a bending force to the inserter. This can damage the anchor or inserter tip. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in south korea that during a hand procedure on (B)(6) 2022, it was observed that the 5.5 healix advance br anchor w/ orthocord and needles device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the anchor on the device was broken. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.